Manufacturer narrative:
The coaguchek softclix lancet has been requested for return. The investigation is ongoing. Occupation is patient/consumer.

Event description:
There was an allegation that the coaguchek xs softclix lancet was protruding from the cap of an unfired lancet pen. Reportedly the patient attempted to run a test for the first time, but the lancet device was not poking the finger. It was reported the cap was set to 4. The patient was advised to change the cap to 5. Product labeling states, "if you have no experience with this lancing device, we recommend setting the penetration depth to 5." Allegedly the needle was protruding from the endcap. The cap was pulled off the pen, but the patient's hand went back the other way and poked himself. It was reported the patient was not hurt and did not require treatment. The patient reportedly inserted a new lancet, verified the lancet was seated, replaced the cap, and set the cap to 5.0. Reportedly the needle was not protruding from the endcap. The patient was advised to press the plunger to prime and press the yellow button to fire, but the patient was not pressing the yellow button to fire. Once the yellow button was pressed, it was reported the patient did hear the lancet fire.

Manufacturer narrative:
The accu-chek softclix lancing device was received without the lancets. The reported failure on protruding lancets could not be reproduced during the investigation. The lancing device was in a functional condition. The lancing device could be primed and released without any problems and worked in accordance with specifications. The lancing device was disassembled for investigation and no abnormalities were observed. The investigation did not identify a product problem. Medwatch fields d4, d9, and h3 have been updated.